Manufacturer narrative:
Concomitant products: stents: misago 6.0/100mm; misago 6.0/80mm; sheaths: terumo's destination 6f 45cm; 6 fr. 11 cm. Vista brite tip. The physician was certified on the use on the exoseal device. The number of cases performed was not provided. There were no reported visible signs of damage to the device or packaging prior to use. Only one exoseal device was used for the patient. The femoral artery suitability was verified via angiography and was noted to be: moderately calcified, 5.5 mm. Diameter, and was not near a stent. The access site was not closed with another closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, pseudoaneurysm, or arteriovenous fistula at the access site prior to use of the exoseal device. There was no reported problem connecting the device to the sheath. The deployment lever/button was fully depressed and was flush against the handle. Films are not available. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that after deployment of a 6 fr. Exoseal vascular closure device (vcd), hemorrhage was confirmed at the wound site. Then, the physician applied manual pressure for twenty-five (25) minutes to achieve hemostasis. After hemostasis was achieved, the physician noticed no pulse can be felt at the inferior limb. Ultrasound was conducted, but the plug was not detected in the artery. Then another access site (upper side of the original access site) was made and angiography was conducted. Slow flow observed in the distal artery and the plug was confirmed at the femoral artery 4.5 cm. Inferior from the original access site. Therefore, a stent was implanted over the plug inside the femoral artery. Recovery of blood flow was confirmed and the patient was making satisfactory progress. The procedure was a percutaneous transluminal angioplasty (pta/stenting of the right superficial femoral artery (rsfa). The approach for the procedure was made from the right common femoral artery and was antegrade. Pre-dilatation was conducted and a stent was implanted without problem. After the procedure, the exoseal device was inserted into the sheath introducer and connected. Adequate bleed-back signal from the bleed back indicator was confirmed. The exoseal device with the sheath was retracted, but the indicator window changed to the black-black pattern before the pulsatile flow was disappeared from the bleed back indicator. Therefore, the physician pressed the plug deployment button, and the plug was deployed. The product will be returned for analysis. The physician¿s comment indicated the plug was deployed despite the pulsatile blood flow from the bleed back indicator had not disappeared, thus the plug was deployed intravascular.

Manufacturer narrative:
After deployment of a 6 fr. Exoseal vascular closure device (vcd), hemorrhage was confirmed at the wound site. Manual pressure was applied for twenty-five (25) minutes to achieve hemostasis. After hemostasis was achieved, the physician noticed no pulse can be felt at the inferior limb. Ultrasound was conducted, but the plug was not detected in the artery. Angiography was conducted using the same access extremity (puncture site further up from the original puncture site). Slow flow was observed in the distal artery and the plug was confirmed at the femoral artery 4.5 cm. Inferior from the original access site. Therefore, a stent was implanted over the plug inside the femoral artery with full recovery of blood flow. The patient made satisfactory progress. The index procedure was a percutaneous transluminal angioplasty (pta) and stenting of the right superficial femoral artery (rsfa). The approach for the procedure was made from the right common femoral artery and was antegrade. Pre-dilatation was conducted and a stent was implanted successfully. After the procedure, the terumo's destination sheath was exchanged to a brite tip sheath 6f 11cm. There was no reported problem connecting the exoseal to the brite tip sheath. The femoral artery suitability was verified via angiography and was noted to be: moderately calcified, 5.5 mm. Diameter and was not near a stent. The vessel didn't have stenosis >50% at or near the puncture site. Adequate bleed-back signal from the bleed back indicator was confirmed. The exoseal device with the sheath was retracted but the reporter indicated that the indicator window changed to the black-black pattern before the pulsatile flow disappeared from the bleed back indicator. Therefore, the physician pressed the plug deployment button, and the plug was deployed. The deployment lever/button was fully depressed and was flushed against the handle. The physician's comment indicated that "the plug was deployed despite the pulsatile blood flow from the bleed back indicator had not disappeared, thus the plug was deployed intravascular". The physician had used exoseal only 2 times prior this procedure. There were no reported visible signs of damage to the device or packaging prior to use. The access site had not been previously closed with another closure device or manual compression within thirty days prior to the procedure. Films are not available for review. The product is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Arterial occlusion is a potential risk associated with femoral artery closure procedures. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The precautions section of the IFU indicates the following: rmed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program. Additionally, do not use the exoseal vcd to close arteriotomies created in areas of calcified plaque or stented segments. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. In this case, the physician proceeded to press the deployment button when pulsatile flow was still observed indicating the device was inside the artery. Based on the information available for review, there are vessel characteristics (calcification) and user-related factors (antegrade use, plug deployment during pulsatile bleed back indication, inexperienced user) that may have contributed to the intravascular deployment of the exoseal plug inside this patient. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The affiliate indicated that re-training of the physician was conducted.